Event description:
The customer performed a system check with tandem technical support on (B)(6) 2016 and the pump was found to be calculating the correct insulin dosage for the sample blood glucose (bg) corrections that were entered.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not think the pump was functioning properly as the pump often appears to be over-calculating the amount of insulin that was needed. The pump also stops delivering the insulin. The customer's blood glucose (bg) level was 488 mg/dl with moderate ketones and insulin injections were used to address the bg level. The customer reverted to using insulin injections to manage diabetes. The bg level was lowered to target level. As the customer did not have the pump at the time tandem technical support was contacted, a system check to determine a possible cause of the event was unable to be performed. Although requested, additional information was not provided.